Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an unresponsive screen and nonresponsive sleep/wake button on the ilet device, and they were advised to update the ilet app, which was available and expected to resolve the issue. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention, no alarms, and no hospitalization. Investigation included customer education and troubleshooting with recommendation to update software and request for a video if the issue persists. Investigation of this case revealed a suspected software-related usability issue affecting the user interface without evidence of device failure or clinical impact. It was concluded, based on previously established findings for similar reports, that the cause was likely software performance under investigation pending post-update confirmation.